Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B) (6) 2010 and the drain was placed at the pericardium. At that time, the drain worked normally. The drain was milked with absorbent cottons and no roller was used. Three days later, a fissure was found on the drain, so the surgeon removed the drain from the patient. The surgeon exchanged it for another product which worked normally.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.